Event description:
It was reported that, approximately two weeks prior to reporting, the patient had been hospitalized for about 3 to 4 days with severe hyperglycemia. The specific event date was not provided; therefore, the event date provided in this report is approximate. The patient's blood glucose levels reached 250 mg/dL while wearing the Pod between 4 and 24 hours. Symptoms reported include dehydration and vomiting. The patient was treated with Metoclopramide and intravenous (IV) fluids. The patient was diagnosed with diabetic ketoacidosis (DKA). The date of hospital discharge was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria.Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 4.0.2.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.